Event description:
The customer reported the ventilator alarmed, screen went blank and shut down during operation. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers field service engineer was able to duplicate the reported problem. The service engineer replaced the vga controller pcb board to address the reported problem. Applicable final testing was performed and tests passed to operating specifications.